Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. Inspection of the distal tip was damaged. There was a 1cm tear in the balloon material on proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.